Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6), ubd: 07-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable pump containing unknown drug for non-malignant pain. It was reported that the communicator was not connecting with the handset. Pt said that the medication was changed in the pump so they had been weaning off of fentanyl. Pt said that the handset would say that the pump was not paired. Pt said that the handset and communicator were both charged to 100%. Pt said that the handset would say that the communicator couldn't connect when connected to the charging cord, however the charging cord wasn't plugged in. Agent had the pt attempt to connect. Pt saw no pump paired to the handset. Agent had the pt tap pair to pump. Pt saw communicator not available when charging. Pt confirmed that the charging cord was not connected. Agent had the pt reset the communicator and attempt to connect again, however the same issue happened. The pt restarted the app, but the communicator is charging message reappeared. Agent connected pt to healthcare it (hcit) for further assistance. Pt noted that they have an upcoming appt on the 15th and that healthcare provider wanted a company representative (rep) pre sent. Agent reviewed rep's role with the pt and redirected pt to healthcare provider. Pt requested a healthcare provider listing. Pt said that they did not have internet access. Agent requested a healthcare provider listing be mailed to the pt. A request was sent to request to repair to replace the communicator.